Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient experienced bite concerns and extreme pain. They reported unable to close mouth and cannot chew food fully.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.